Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was stain discovered on one piece of dressing and it could not be sold. Photograph depicting the issue was received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 1f03164 was manufactured on 23 jun 2021, in uhlmann number #2 line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 07 jun 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1704763 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be observed. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method ¿ dirty carts to transport materials ¿ dirty trays ¿ mixers with residues from previous mixtures manpower: ¿ inadequate transfer of materials. Manpower: ¿ inadequate electrocuting lamp maintenance corrective and preventive actions identified will be taken through corrective and preventive actions (CAPA). The investigation has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003